Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys cea assay result for one patient sample. The initial result was 67.12 ng/ml and the repeat result in a sample cup was 2.01 ng/ml. The original sample was then repeated and the result was 2.01 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The quality control results on the day of the event were within range. The field service representative checked the instrument, but did not determine a cause. He changed the sample probe and adjusted the liquid level detection (lld) voltage and sample dispensing position. Performance testing was completed which confirmed that there was no problem. A specific root cause could not be identified. This type of event is typically caused by carryover in the sample itself or a contamination of the analyzer.